Event description:
Initially it was reported that the patient was having an generator replacement due to end of service. During it replacement it was determined that the patient had a lead break. The patient had a full revision. The generator and lead will not be returned to the manufacturer for evaluation as they were discarded by the hospital staff. There was not reported manipulation or trauma reported by the patient and diagnostics were within normal limits after the surgery. Follow up with the treating neurologist indicated that he may have been unaware of the lead fracture prior to the surgery. Clinic notes were provided from the neurologist and there was no mention of high impedance or a lead fracture. As the neurologist and surgery were unaware of the lead fracture prior to surgery it is unlikely that x-ray were taken. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.